Event description:
An implant/warranty form was returned for the replacement surgery. The surgery was indicated to be prophylactic. It was noted that no full revision was needed as the surgeon cleaned off the lead and connected it to the new generator. Impedances were within normal limits. It was confirmed that the device tested to high impedance pre-operatively. No device will be returned as the facility discards explanted devices. No additional relevant information was received to date.

Event description:
Clinic notes were received indicating that upon interrogating the patient's device, the impedance was found to be high. No settings were changed. Further follow up stated that the patient was referred for surgery where the device will be checked again. It was noted that the generator would need to be changed according to the physician regardless of the lead impedance. It was indicated that the physician's tablet ran on software version 1.5.2.1. It is known that when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. This will cause a potential false high impedance. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. It was determined that m102/102r system diagnostics functioned as expected when the generator was interrogated with software other than m3000 v1.5 and provided a true impedance value. No additional, relevant information was received to date.